Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the fenestrated bipolar forceps (fbf) instrument broke on one side. A fragment fell inside the patient and was retrieved during the same procedure which was completed robotically.

Manufacturer narrative:
The fbf instrument was received and failure analysis found the instrument to have a broken grip at the grip base. A piece measuring approximately 10.92mm in size was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. .